Event description:
Customer reported a past low blood glucose (bg) event with the lowest level recorded at 3.0 mmol/l; the cause of this event was unknown. The customer consumed carbohydrates which successfully resolved the low bg. Technical support recommended the customer consult a healthcare provider to discuss factors potentially affecting bg levels, and the customer acknowledged this advice. No further information was provided.